Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that an incident was reported by customer to state agency ivo, "inspection for care and attention". Physicians description of event in the ivo report: in connection with ketanest infusion (B)(6) 2019 in the post-operative department, it was noted that the lumen that was not used appears to have been cut. There is no described damage to the lumen in connection with the cvc insertion. The cvc dressing has been changed (B)(6) 2019 and (B)(6) 2019 and at both occasions' reports indicate that no injuries were seen, and the reasoning makes clear that the damage must have occurred between (B)(6) 2019 and (B)(6) 2019. During this time, drugs have not been given in cvc. It is not possible to determine whether cvc had a manufacturing defect or was damaged during the dressing change. Whether cvc had a manufacturing defect or was damaged during change of dressing at the orthopedic care department is not possible to ascertain. According to journal notes, the cvc has been removed and discarded from the post-operative department.

Manufacturer narrative:
(B)(4).complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that an incident was reported by customer to state agency ivo, "inspection for care and attention". Physicians description of event in the ivo report: in connection with ketanest infusion (B)(6) 2019 in the post-operative department, it was noted that the lumen that was not used appears to have been cut. There is no described damage to the lumen in connection with the cvc insertion. The cvc dressing has been changed (B)(6) 2019 and (B)(6) 2019 and at both occasions' reports indicate that no injuries were seen, and the reasoning makes clear that the damage must have occurred between (B)(6) 2019 and (B)(6) 2019. During this time, drugs have not been given in cvc. It is not possible to determine whether cvc had a manufacturing defect or was damaged during the dressing change. Whether cvc had a manufacturing defect or was damaged during change of dressing at the orthopedic care department is not possible to ascertain. According to journal notes, the cvc has been removed and discarded from the post-operative department.